Manufacturer narrative:
(B)(4). Insulin pump power loss alarm and power error detected alarm confirmed in the long trace. Power loss alarm occurred after the power error detected was cleared. Detail trace analysis confirmed the pump alarmed power error detected was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received power error detected alarm. Customer was able to successfully clear the alarm and able to rewind the insulin pump. Customer stated that notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.